Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was successfully completed with another of the same device. There were no patient complications reported, and the patient was in good condition post procedure.